Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a right hip dislocation and had a revision in 2018. Findings during the surgery notes abductors were deficient. Femoral head and liner were removed, and acetabulum was found loose and removed. No complication noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). D10: shell porous with multi holes 58 mm. Item: 00620205820. Lot: 63257036. Bone screw self-tapping 6.5 mm dia. 20 mm length. Item: 00625006520. Lot: 63622282. Bone screw self-tapping 6.5 mm dia. 30 mm length. Item: 00625006530. Lot: 63855074. Bone screw self-tapping 6.5 mm dia. 50 mm length. Item: 00625006550. Lot: 62400530. Bone screw self-tapping 6.5 mm dia. 25 mm length. Item: 00625006525. Lot: 63776543. Liner standard 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell. Item: 00630505836. Lot: 63851012. Unknown head. Item: unknown. Lot: unknown. G2: foreign ¿ australia. The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a right hip revision approximately 6-months post implantation due to dislocation. During the revision the acetabular component was found to be loose. The stem was retained and all other implants were revised. It was confirmed that no further information could be provided.